Event description:
It was reported the pt had painful pulling sensation near the lead site; the pain was present whether the stimulation was on or off. The pt was to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.